Manufacturer narrative:
This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-00729 / 00730 & 01818).

Event description:
It was reported that patient underwent a right total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The humeral bearing, taper adapter, humeral tray and glenoid were removed and replaced. Patient was further revised on (B)(6) 2015 due to dislocation. The humeral bearing, humeral tray and stem were removed and replaced.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The bearing and glenoid components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 00729 / 00730).